Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during the load process. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. It was reported that immediately after the malfunction was cleared, a cartridge alarm 5 (pressure out of range) occurred. The customer's blood glucose level was 101 mg/dl. Reportedly, the customer was able to successfully load the cartridge and resume insulin delivery.